Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fever, and cloudy effluent. The cause of peritonitis was not reported. The patient was hospitalized for the event and was treated with unspecified antibiotics (doses, routes and frequencies were not reported). At the time of this report, patient outcome was not reported. Pd therapy was ongoing. No additional information is available.